Event description:
It was reported by our distributor, in (B)(6), that the fluid from spike dripped on the power cable and entered the power entry module of the fms. A burst of flame was produced. The power cord connector melted and one of the metal pins inside the power socket was damaged. Fortunately, the flame did not harm the pt or anybody else and no other materials/equipment in the operating room. The miracle is that the fms is still working properly. This incident was caused by the clamps were not completely closed while the user thought they were.

Manufacturer narrative:
The anesthesiologist, using the device at the time the incident occurred, said "this incident did not have any impact on the surgical procedure. We immediately switched the device off, disconnected it, and called the tech department. They came in on saturday to look at it and called me to tell me it would not be reparable easily/at once." We examined the implicated device upon receipt and found that the power entry was damaged. No other components were involved and/or damaged. We replaced the power entry and the device performed in accordance to our specifications.